Event description:
A us distributor reported that a patient was experiencing adjust belt messages, alarms, and a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, alarms, and adjust belt messages) was isolated to a damaged the can l wire in the trunk cable. The root cause for the damaged cable was unable to be identified. There was no adverse event that resulted from the damaged monitor.